Event description:
It was reported that the patient's blood glucose levels (bgs) reached 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. When removed, it was noted that the cannula was not visible, indicating it did not deploy at pod activation as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.